Event description:
The customer reported that they could not save or play back images on the system.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.